Event description:
It was reported that during a hand assisted right colectomy, the seal ripped. Device was used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.